Event description:
The baxter field service engineer reported that channel c failed pretest for accuracy while servicing this device. The hospital representative stated that there were no reports of patient injury of medical intervention. No additional information.